Event description:
Inner piece of jaws broke off during operation - device removed from service. New device opened and used for procedure manufacturer response for enseal, (brand not provided) (per site reporter): via email.